Manufacturer narrative:
The device was returned for evaluation and the customer¿s allegation was not confirmed. A no image was found when connected with 180 scopes; this was due to a faulty patient board set and needs replacement. The video socket connector was also found defective and needs to be replaced. The current software version was 3.01, and an update to version 4.10 was recommended. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, there was a no image issue when using the evis exera iii video system center. There was no patient harm associated with this event. Additionally, the customer reported the event occurred before the procedure, the procedure was completed with a similar device, and there were no other devices replaced during the procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the faulty patient board set could not be identified. It¿s possible the cause is related to the subject device being manufactured before the circuit design of the operational amplifier of the dr board (printed circuit board) was changed. It was confirmed that the design of the dr board was changed on april 16, 2018. However, it is unknown if the design change is related to the reported phenomenon or not.olympus will continue to monitor field performance for this device.